Event description:
Patient exhibited same day post-operative complications (B)(6) 2013 and was admitted to the (B)(6) healthcare system emergency department where he was placed on the puritan bennett ventilator system. Ventilator malfunctioned after placement on pt and went into safe mode. Patient was immediately removed from device and manually ventilated using a ventilator bag.